Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Quality controls were within acceptable range. A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse replaced the reagent arm 1 (r1) mixer and probe. The cse aligned the bottom of cuvette and ran check and quality controls, which were acceptable. During a follow-up visit, the cse replaced the sample arm 1 and sample arm 3 assembly and the switch button. The cause of the discordant, falsely low co2 result on one patient sample is unknown. The instrument is performing within the manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low carbon dioxide (co2) result was obtained on a patient sample on a dimension vista 500 instrument. The initial result was not reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, resulting higher. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low co2 result.